Event description:
It was reported that bd undefined arterial cannula catheter broke/separated. The following information was provided by the initial reporter: on arrival to ccu post operatively patients arterial line started to bleed. Pressure applied and nurse called for help. On removal of the gauze when bleeding stopped it was noted that the arterial line had snapped and retained within the patient¿s artery. The patient had to be returned to theatre to have this removed under local anesthetic.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
No additional information.

Manufacturer narrative:
Corrected annex a code in f tab.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.